Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: difficult to insert, bent and separated distal guide. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion in the tissue tract, "some resistance" was met. The device bent and separated at the distal guide. The distal guide remained attached by the actuator wire and was removed from the tissue tract by "wiggling it free." A non-abbott device was used to achieve hemostasis. The tissue tract was described as "not too deep." There were no reported pt adverse effects. Though requested, no add'l info was provided.